Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor sn (B)(4): 11/18/2013, electrode belt sn (B)(4): 01/13/2016.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was in the hospital at the time of passing. Prior to passing, the patient received four inappropriate defibrillations. The patient was unconcious at the time of the treatments. At 19:11:13 on (B)(6) 2017, the ECG recording reveals that the patient was in bradycardia at 35 beats per minute degrading to asystole with intermittent cardiac activity and CPR artifact. The first treatment was delivered at 19:46:36. The rhythm at the time of the first treatment was asystole. The post-shock rhythm was asystole. The second and third treatments were delivered between 19:47:09 and 19:49:47. The rhythm at the time of both treatments was asystole. The post-shock rhythm of both treatments was asystole. The fourth treatment occurred at 20:19:52. The rhythm at the time of the treatment was asystole with intermittent low-amplitude cardiac signal. The post shock rhythm of the fourth treatment was asystole with intermittent low-amplitude cardiac signal. The device was shutdown at 20:20:32. CPR artifact and low-amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. The time of the patient's passing is unknown. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatments. During the first inappropriate defibrillation, the lifevest delivered a high-energy treatment of 180j. The high-energy pulse was caused by a lower-than estimated impedance of 16 ohm. This is not indicative of a product malfunction. The system is designed to automatically adjust the impedance for subsequent treatments in order to deliver the prescribed energy level (150j in this case). The pulse energies of the subsequent treatments were between 153-156j.